Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was initially communicated no additional event information would be made available to customer quality and no product would be provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of the device history records found no related manufacturing deviations or anomalies that would have contributed to the patients reported metallosis, acetabular fracture, or disassociation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised due to acetabular fracture and cup disassociation from acetabular. When opened the site, the surgeon found metallosis symptom of soft tissue around the hip joint.